Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handpiece port was broken and there was a poor handpiece fit. The procedure was completed. There was no patient injury.